Manufacturer narrative:
Device evaluation: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode ¿found near the chip had a leak¿ could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that when the nurse flushed the tube, a leak was found near the chip. There was no patient involvement and no patient harm/adverse event reported.